Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient implanted for spinal pain and post lumbar laminectomy pain. It was reported that the patient¿s device was in overdischarge, as they had not charged it in over a year. It was noted that the device was reset 3 times, but the issue has not been resolved. A replacement has not been scheduled, but is planned. No further complications or patient symptoms were reported.